Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. The gore® helex® septal occluder instructions for use list thrombosis or thromboembolic event resulting in clinical sequelae as potential device or procedure-related adverse events. Additionally, the instructions note that patients should be treated with antiplatelet therapy, such as aspirin or clopidogrel bisulfate, for six months post-implant. The decision to continue antiplatelet therapy beyond six months is at the discretion of the physician. In patients sensitive to antiplatelet therapy, alternative therapies, such as anticoagulants, should be considered.

Event description:
It was reported the physician implanted a 25mm gore® helex® septal occluder to close a patent foramen ovale on (B)(6) 2014 in a patient with a history of stroke. On (B)(6) 2019, the patient presented with a stroke. Transesophageal imaging performed on (B)(6) 2019 showed a thrombus on the left side of the helex® device. The patient was lost to follow-up after the helex® implant and reported he has not been compliant with the recommended anticoagulants. The patient was prescribed anticoagulants and scheduled for follow-up in one month. In (B)(6) 2019, the patient presented with another stroke and left side paralysis. The patient was discharged under hospice care.